Manufacturer narrative:
When the 10x60 smart control was deployed in the superficial femoral artery (sfa) the stent jumped and did not cover the whole lesion. It was reported that it was noted that the physician deployed the stent "a little quickly," but did not apply any longitudinal force when deploying. There was some slack on the shaft of the sds. There was no attempt to retrieve the stent and another smart stent was used to completely cover the lesion. There was no indication of dissection and there was no injury to the patient. The patient is a (B)(6) male. The sfa lesion was described as a type b1, 3.5mm in length, 7mm diameter, mildly calcified and tortuous. The product looked normal when taken from the packaging and there was no difficulty prepping the device. A contralateral approach was used. A .035 terumo guidewire was used to access the lesion. An 8fr vista britetip guiding catheter was inserted. The lesion was not pre-dilated. The smart control stent delivery system (sds) was advanced to the lesion. The physician verified that both the leading and trailing markers were proximal and distal to the lesion prior to deployment. One non sterile unit of smart control 10x60 mm was received coiled in a plastic bag. Stent and locking pin were not received. Outer sheath was bent at 2 cm from ID band. The cause of bent condition found during the analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. No other discrepancies were found. Usable length of the stent delivery system (sds) was measured and it was found within specification. The deployment process was performed without the stent, with no anomalies found. The DHR review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Although the stent was not received, no discrepancies were found during the functional analysis of the delivery system. Over the last 12 months, we have received 6 complaints from (B)(6) for stent jumping forward for the smart control sds. In order to provide a complete analysis of the reported issue of "stent jumping" during deployment live case films of the actual deployment are required, or at the very least, high resolution films of the deployed stents showing individual stent struts with and without contrast. To date these films have not been provided by any of the accounts. As such, we take this opportunity to provide excerpts from the instructions for use (IFU)that relate to this issue for review. The instructions for use advises the user to: advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Deployment: verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the introducer sheath does not move during deployment. Remove locking pin from handle. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands ("pin and pull" method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand. It was reported that there was some slack on the shaft of the sds during deployment. Per the IFU, slack in the catheter shaft may result in deploying the stent beyond the lesion site. With review of the procedural information, analysis of the returned delivery system, and device history records review, there is no indication that the event is related to the manufacturing process; however, procedural factors addressed in the IFU appear to have contributed to the inaccurate placement of the stent. Therefore, no corrective actions will be taken at this time.

Event description:
When the physician deployed the stent, the stent jumped and couldn`t cover the whole lesion. The patient is a (B) (6) male. The target lesion was the superficial femoral artery (sfa). The lesion was described as a type b1, 3.5mm in length, 7mm diameter, mildly calcified and tortuous. The product looked normal when taken from the packaging and there was no difficulty prepping the device. A contralateral approach was used. A .035 terumo guidewire was used to access the lesion. An 8fr vista britetip guidecatheter was inserted. The lesion was not pre-dilated. The smart control stent delivery system (sds) was advanced to the lesion. The physician verified that both the leading and trailing markers were proximal and distal to the lesion prior to deployment. When the physician deployed the stent, the stent jumped and could not cover the whole lesion. It was noted that the physician deployed the stent a little quickly, but did not apply any longitudinal force when deploying. There was some slack on the shaft of the sds. The physician did not attempt to retrieve the stent and another smart stent was used to completely cover the lesion. There was no indication of dissection and there was no injury to the patient.

Manufacturer narrative:
Concomitant products: 035 terumo (guidewire), avanti, 8fr vista britetip guidecatheter. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.